Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 18 mmol/l; cause was due to pump battery could not be charged, leading to the pump shutting off. Customer received a low power alert and shutdown alarm. Customer delivered a correction bolus via pump to address bg level. Reportedly, the customer was using a non-tandem wall adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd wall adapter. The customer continued to use the pump for insulin therapy.